Manufacturer narrative:
On 27/feb/2019 the arjo representative was aware of the event involving maxi move passive floor lift which occured at adventist care centers facility in orlando, USA. It was reported that during the patient transfer to CT scan diagnosis, the patient fell and sustained an injury. The event was reported to occur in 2017. There was no allegation that arjo device failed to operate. Based on very limited information provided, arjo representative attempted to contact the customer facility. Unfortunately, the customer did not reveal any further information about event circumstances. Based on previous investigations, the following factors are considered to be the possible causes of patient fall: a) device tipped over with the patient to the floor b) patient slip out of sling ( sling being used that is of a very inappropriate size (several sizes off),an obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used), sling clip detaching or not being attached to the lift device before starting the transfer. ) c) the spreader bar detached from the lifting arm d) the sequence of unfortunate events e.g. Patient slip, patient stumble over chassis legs e) malfunctions of the lift or the sling. Taking into account all the facts and information collected in a course of this investigation, we cannot determine what exactly happened in the customer facility. Despite our best efforts, the customer did not provide any information related to event circumstances and patient outcome. The maxi move operating and product care instructions (001.25060.en) warn and inform the user: warning: "do not lower attachment onto rigid surfaces (e.g. Led, floor, wheelchair armrests, etc.), to avoid the possibility of the attachment becoming dislodged from the t-bar. A dislodged attachment may later detach completely from the unit, causing the patient to fall." Warning: "always check that the attachment is locked in place by 1.) Verifying the markings on the attachment that showed that there is proper alignment, and 2) verifying that the locking clip is fully engaged, thus ensuring that the attachment is securely fastened. An unsecured spreader bar may lead to a patient fall". Warning: "only detach the sling leg connection clips followed by the shoulder connection clips when the patient's body weight is fully supported by the bed to avoid any risk of fall." To conclude, arjo device was used for a resident transfer. There was no indication that maxi move device failed to meet its manufacturer specifications. Due to limited information gathered, it was impossible to ascertain the relationship of the device and reported resident's fall, and establish the root cause of this unfortunate event.the complaint was decided to be reportable due to the allegation that the patient fell and sustained injuries.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon investigation conclusion.

Event description:
The arjo representative was notified about the event which occured while using the maxi move passive lift. The event occured in 2017 the customer reported that during transfer for a diagnosis (CT scan) fall from the device and sustained injury. Unfortunately no more other information is available to this date.